Manufacturer narrative:
H2) patient information received, additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that after completing the spin and while opening the gantry, the site reported that something appeared to fall or drip from the gantry. The site immediately pulled the system out of the sterile field. A through inspection was performed, and nothing was found on the gantry, the floor, or the drape covering the patient. The site described the object as "silver and wet" similar in appearance to a metal shaving. However, no foreign object was ever located. The site used a standard draping procedure: two 3/4 drapes and a towel were placed over the sterile field before bringing the system in. The towel was removed from the spin and then replaced prior to opening and removing the system. The two 3/4 drapes remained in place throughout all stages of the system's positioning and movement. After the procedure, no silver object was found. However, the site noted an abnormal clicking or rattling sound inside the system during rotation, suggesting that something internal may be loose.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a loose wire in the gantry. Also reported that something fell/dripped out of the gantry when positioning it around the patient. Additionally, there was a slight noise when taking a spin. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. Teflon strip worn out on door slide and door switch extra wire in gantry door has excessive play. Replaced gantry door slide and secured door switch wire. All testing passed. Codes b01, c07, d07 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000674. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.